Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the patient reported receiving alert 38 (motor stall) approximately two hours prior. The patient restarted the ilet device three times without resolving the issue. The agent advised a supply change, but the user did not have replacement supplies available at that time. Upon follow-up, the patient performed three dry runs, after which the pump resumed normal function, followed by a successful supply change and restored delivery. Blood glucose levels were not affected, and no symptoms were reported.